Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument it was discovered that the instrument's grips did not close properly. There was no report that any fragments from the instrument fell into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .051¿ offset at the tips, indicating that overloading at the tip. The instrument passed electrical continuity testing. It was concluded that the damage to the instrument's grip was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the instrument had a frayed pitch cable at the distal idler. There was no damage found on the pulley and clevis. The edge of the distal pulley had indentations and the surface had visible scratches. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. No other damage was found.